Manufacturer narrative:
After the case the medtronic field representative deduced that the patient had some titanium plates in her head. Once they came out, the axiem system worked fine. It is suspected that interference from the metal was causing the difficulty tracking because the system had been used a week prior to this procedure and performed properly. A medtronic representative performed a system checkout after the reported event. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to duplicate reported event.

Event description:
A site representative reported that during a cranial case utilizing electromagnetic navigation, the (dynamic reference frame) drf tracking status was fluctuating in the tracking view. Prior to calling the site had pulled in a second system to test and had switched out all of the equipment. The site had the emitter positioned far away from the patient and tried moving it closer. They were able to track when it was moved closer, which could be indicative of possible metal interference. They were using a non-radiolucent headframe and a horseshoe to hold the head. The site was using berchtold or lights. The site representative continued to adjust all equipment to try and minimize environmental factors. This resulted in a delay of an hour or greater. The surgeon finished the surgery with the navigation system. No impact on the patient outcome was reported due to this event.

Manufacturer narrative:
The instructions for use (IFU) that accompanies the device contains the following warning regarding metal interference: "caution: metallic objects in or near the navigation field can degrade navigational accuracy. If metallic distortion causes excessive error, navigation will be disabled. To restore navigation, remove metallic objects from the navigation field."